Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 cgm with the ilet and required guidance to switch the ilet cgm setting and reenter the sensor¿s pairing code, after which the sensor pairing process was initiated and completed. Symptoms included hyperglycemia with a reported blood glucose of 422 mg/dl that decreased to 314 mg/dl and continued trending down after the user entered a meter value into the ilet. Outcomes included transient hyperglycemia managed at home without medical intervention. Investigation included customer service troubleshooting, user education on cgm pairing workflow, confirmation of correct cgm model selection, reentry of the sensor code, and follow-up on blood glucose trends. Investigation of this case revealed that improper or incomplete cgm pairing steps caused loss or delay of cgm data to the ilet, which contributed to hyperglycemia until a fingerstick value was entered; the ilet pump and its components functioned as designed once the correct g7 configuration and code were applied. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary data unavailability and subsequent hyperglycemia.